Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. The reason for revision is unknown at the time of intake. An adm/mdm insert, v40 adapter sleeve and biolox delta head were implanted. Update from sales rep: "I revised an mdm effective head due to infection. The liner was kept the physician for not believe that it was necessary to pull out."

Manufacturer narrative:
Corrected data - d1 catalog, g1 manufacturing site for devices. Reported event: an event regarding infection involving an unknown stryker adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and return, pathology reports, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: unknown mdm metal liner lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. The reason for revision is unknown at the time of intake. An adm/mdm insert, v40 adapter sleeve and biolox delta head were implanted. Update from sales rep: "I revised an mdm effective head due to infection. The liner was kept the physician for not believe that it was necessary to pull out. "